Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed a data transcription error by the byg software on the alinity ci analyzer. The following information was provided: sid (B)(4) had a troponin result sent as 50,916 pg/ml, reported as <10. There was no impact to patient management reported.

Manufacturer narrative:
An emdr was submitted on july 30, 2018 based on information available at that time. Clarification of the complaint issue was provided on august 2, 2018. The issue was clarified to be caused by the byg software which is non-abbott middleware. The alinity ci analyzer generated correct results and correctly transmitted those results to the byg middleware. Byg misinterpreted the alinity results. Therefore, this event is no longer reportable and no product evaluation will be performed. The alinity results are correct : 50000 and 50916 pg/ml and there was no impact to patient management.